Event description:
It was reported that the patient never had therapeutic effect. It was stated that the patient used the implantable neurostimulator (ins) for a week and then turned it off. The patient experienced shooting pains down her leg, across her back, and stabbing pain in her urethra. The patient also experienced a shocking or jolting sensation and stimulation in the wrong location. It was also noted that the ins ¿stuck out like a third butt.¿ it was also noted that the patient had a history of a motor vehicle accident, hysterectomy, and multiple surgeries on her spine/brain. It was added that the ins was not implanted for incontinence, but to move the patient¿s bladder ¿back into position.¿

Manufacturer narrative:
Product ID: 3093-28, lot# va03l5m, implanted: (B)(6) 2012, product type: lead. (B)(4).